Event description:
Patients device is beeping for ttc impedance oor. Noted that device has alerted 3x for impedance less than 200 (190 ohms). Caller not able to provide impedance trends, but indicates that there are no peaks/valleys on impedance trend. No data available carelink. Ttc impedance trends just above 200 ohms normally ttr impedance trends around 250 ohms normally no noise evident on egms with pocket manipulations/isometrics. No arrhythmia episodes. R: based on callers description, patient does not appear to have lead issue, but rather a low pacing impedance. Noted that without a wireless monitor, device tones will continue to alert whenever impedance dips below 200 and alert condition is met. Noted that pacing impedance 604746120 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).